Event description:
The customer set the basal rates before bed and the basal rates were changed the next morning. The customer did not wake the next morning but began to convulse. Later the customer denied changing the basal rate during the night. Troubleshooting was done and pump passed the rotation test. There was no alarm or bolus history immediately following the incident.